Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead was oversensing far-field r waves, as observed on stored electrograms (egms) and the left ventricular lead had high threshold. Follow-up with the physician's office was attempted to determine if the leads were reprogrammed however no information could be obtained. No patient complications have been reported as a result of this event.